Event description:
Patient found with peg tube not intact and laying on patient's stomach. The balloon appeared to have ruptured. No harm to patient. After following up on this investigation, the nurse manager has learned from conversations with the author that the medication was actually put through the peg tube in error. Her nursing staff has been very up-front and informative about this event. Clinical engineering attended a meeting regarding a different but related variance with a misconnection. It was determined that the hospital will trial "enteral-only" syringes from bd that would not allow this type of misconnection to occur (since the air line in the peg tube is a luer slip connection, and the enteral syringes would not fit). After the trial, the hospital did switch to the enteral only bd syringes to avoid this issue in the future. Brand, model and lot# of peg tube that was involved in the incident are not available.